Event description:
Afflilate reports that the programmable valve was first implanted in the patient three years ago. The physician tried to program the valve 3 times to 30mm h2o and was unsuccessful. The valve mechanism was not working properly which resuled in an explant.